Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation of the case logs revealed that there was a registration shift during the procedure. The warning presented to the user states "registration shift. A shift in registration has been detected. Would you like to re-scan the patient? Note: if continuing without re-scan, complete an anatomical landmark check.". When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. Screws were replaced intraoperatively and no adverse effect to the patient was recorded. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.